Event description:
Pt disconnected hohn catheter double lumen lines from tpn and normal saline infusions, leaving lines open. Pt did have a cardio-pulmonary event after this, but it was not determined this was the cause. Dates of use: 2009. Diagnosis or reason for use: for administration of tpn.